Manufacturer narrative:
(B)(4). Therapy dates - the occurrence date was reported to be "a few nights" before the report date. An open clamp on an unused line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell three of four of a previous peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. The alarm occurred several nights ago. During troubleshooting, the caregiver (cg) reported that they had left the clamps open on the unused lines. The technical services representative explained that the clamps on the unused lines should be closed to avoid the alarm. The cg understood. There was no patient injury or medical intervention reported. No additional information is available.